Event description:
A customer called to report their dxc 600i instrument generated false high na (sodium), cl (chloride) and co2 (carbon dioxide) results for one patient sample. No erroneous results were reported out of the lab. Qc prior and after the event was within lab-established ranges. The customer stated that there were bubbles in the ratio pump.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed ratio pump maintenance, replaced both sodium electrodes (668295), and replaced the sample probe (389375). The fse was not able to determine the primary failure mode. (B)(4).